Event description:
Reporting status: serious injury/required intervention. Reporting rationale: restenosis requiring medical intervention. Device issue: no device malfunction was reported. It was reported via a trial, that the pt underwent stenting of a de novo lesion within the ostial proximal rca with a xience v stent. The pt developed recurrent chest pain later the same day, as the index catheterization. Percutaneous coronary intervention was performed as treatment to in-stent restenosis of the unk vision stent within the proximal-mid rca. No additional event or pt info is available.

Manufacturer narrative:
Results and conclusion summation -product performance engineering reviewed the incident info. Angina and restenosis, as listed in the vision instructions for use (IFU) are known adverse events associated with coronary stenting. These known pt effects are not necessarily an indicated of a product quality issue. Additionally, angina and restenosis are listed in the no fault risk assessment (ram), as no fault post procedural complications. As there was no reported device malfunction, there does not appear to be any indications of a product quality problem. A conclusive cause for the reported pt effects, and the relationship to the product, if any, cannot be determined.